Event description:
It was reported that out of range intrinsic amplitude measurements were observed on this right atrial (ra) lead. Review of stored device memory noted measurements were around 0.8mv. No adverse patient effects were reported. This product remains implanted and in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).